Manufacturer narrative:
The microtip has not yet been returned for evaluation. A call with the distributor confirmed that the device is being sent for complaint evaluation. Upon receipt of the device a supplemental MDR will be submitted.

Event description:
Per the information provided, the needle broke during an arthroscopic procedure. The procedure was being done with full visualization. Prior to the needle break metal shavings were noticed on the screen. The microtip was removed from the patient with the needle remaining in the sheath. There was no harm or complication caused to the patient due to the failure.

Manufacturer narrative:
Evaluation of the device found needle separation from the microtiop, which was reported by the distributor. The sheath is bent and was recessed into the case nose. This indicates contact with hard tissue or an aggressive technique by the user. 10x magnification of the needle found minimal observable pitting. Balling of the material at the break location was noted which could be caused by continued use of the device after the needle break. This could be the potential source of metal shavings, as reported by the customer, however based upon observable evidence is unlikely. Testing of the device could not be conducted due to the state in which the device was received. Material fatigue is associated with and/or caused by user error. It is suspected that non-axial motion by the user contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect. The failure is attributed to improper technique and/or contact with hard tissue resulting in premature material fatigue.